Event description:
Account states that after installing kit to a ventilator a safety test was performed. The safety test indicated a very high current leakage. After the account investigated, they found that one of the mounting screws had cut into the power cord inside the unit. The instructions tell to use the existing ventilator screws, but they are too long and they are pan head. The area where the screws cut into the wire was very hard to see.